Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to dislocation.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of device history records identified no deviations and/or anomalies. This device is used for treatment. The reported components were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.